Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the right limb occlusion, stenosis in the proximal aorta, stenosis near the right internal iliac artery and secondary endovascular procedure are confirmed. The right iliac occlusion is most likely anatomy related. The operative note from the secondary procedure indicated the right common femoral artery had a monophasic waveform suggestive of aorto-iliac occlusive disease. The right and left femoral artery access measurement were 4.1mm and 3.4mm respectively (cautionary product use condition), this also supports aorto-iliac occlusive disease. Device, user, procedure or anatomy relatedness of the proximal and distal stenosis could not be determined. This is moderately consistent with the reported adverse event/incident. The final patient status as reported to be in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: d1: brand name has been updated d2: product description has been updated d4: model number has been updated d4: catalog number has been updated d4: lot # has been updated d4: expiration date has been updated d4: unique identifier (UDI) # has been updated g4: date received by manufacturer has been updated h4: device manufacture date has been updated h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system and (2) two ovation ix iliac limbs to treat an abdominal aortic aneurysm (aaa). Approximately (4) four months post initial procedure, a right common iliac occlusion that caused the graft to shut down on the right was identified during a routine follow-up. A re-intervention was performed, the physician elected to balloon the bilateral limbs at the divider to extended both limbs proximally to the rings. The physician also implanted (2) two ovation ix iliac limbs. The final patient status was reported as being good.